Event description:
A patient had a central line placed in the right subclavian vein. Following insertion, a chest x-ray was performed to confirm placement. The catheter was confirmed to be in the superior vena cava; however a loop of a guide wire was seen in the area of the right internal jugular vein. The patient's bed was searched for any stray wire that might have shown up on x-ray, none was found. A second x-ray was taken which also showed wire in the area of the right internal jugular vein.the patient was taken to the cardiac catheterization lab the following morning for retrieval of the wire. The guide wire was retrieved using a 5 mm snare without difficulty. The guide wire appeared to have frayed and broken off approximately 3.5 cm from curved end (j shape). During the cath lab procedure, the cardiologist identified that the patient had an anomalous left coronary artery arising from the pulmonary artery (alcapa), and enlarged left atrium and left ventricle. The patient was taken to the or afterwards for repair.====================== health professional's impression======================it appeared that the guide wire frayed and broke away from the catheter sheath when the catheter was inserted. This was not noticed when the guide wire was removed following placement of the catheter.when queried, a few picu physicians stated that they had been having trouble with the particular catheter and size (cvl 4.0fr 5 cm double-lumen). They noted that this size kit was not used regularly.the picu educator sent a memo to all rns regarding pulling a separate guide wire when pulling this particular tray. The notice was placed on each kit instructing the user to pull a separate guide wire.the issue was then discussed in the physician sub-section group, and they were made aware of the need to pull separate guide wires rather than using the guide wire from the kit.